Event description:
Oil leaked on surgeon gloves was reported by the customer. On follow-up with the hosp, they reported that the surgeon noticed the oil on surgeon's gloves and stopped using the drill. They used another drill to finish the case. Hosp rep. Reported that they were over-oiling the drills. No pt injury occurred.